Event description:
Ous MDR - after an implantation period of approx. 46 months, high shock impedance was observed and oversensing on the right ventricular channel was reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data showed a stable shock impedance around 100 ohms between (B)(6) 2018 and (B)(6) 2019 with a subsequent increase to greater than 150 ohms as reported in the complaint description. Furthermore the provided iegms showed artifacts on the right ventricular channel which were oversensed. The freeze iegms demonstrated the reported farfield artifacts. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.